Event description:
It was reported that bd alaris pump module smartsite infusion set separated the following information was received by the initial reporter with the following verbatim: while priming IV tubing for administration of daptomycin, the medication continued to drop out of tubing while clamped. It was discovered the end of tubing had a defect. It seemed to have separated from tubing. Defective tubing packaging was saved if any investigation is needed. Patient's daptomycin had to be discarded and new medication ordered from pharmacy causing a delay in infusion appointment. Patient understood situation and wasn't upset by delay.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional info.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint that the tubing separated could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.